Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular lead noise was observed. The patient was stable.

Event description:
New information received notes that the device was reprogrammed. The patient was stable after the event.